Event description:
The third staple we used with the echelon flex 60 did not fire properly. More staples and a new echelon were needed to fix the problem. Reason for use: laparoscopic roux en y gastric banding.